Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event information is available. Data was provided for evaluation. Loss of connection was not confirmed. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. Data was received but does not reflect full investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was received but does not reflect full investigation window. The allegation was not confirmed. The root cause could not be determined."

Event description:
No log data available for review. Confirmation of the allegation and root cause could not be determined.